Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the sensor readings were inaccurate and were triggering the threshold suspend feature on the insulin pump when blood glucose wasn't low. The sensor is reading 50 points lower and was going into threshold suspend. Customer's blood glucose was 129 mg/dl and sensor reading was 79 mg/dl. Current readings were blood glucose was 89 mg/dl and sensor 47 mg/dl. Troubleshooting was performed and customer was advised how to properly calibrate the sensor and how to insert it. Customer will monitor the sensor and will call back if she has to change it out. The sensor is not returning for analysis.